Manufacturer narrative:
(B)(4). Concomitant medical product(s): associated products : item#:42502606802; femur cemented cruciate retaining (cr) standard right size 10 lot#:63932153. Item#:42540000038; all poly patella cemented 38 mm diameter; lot#:63950014. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00138, 0002648920 - 2020 - 00254. Remains implanted.

Event description:
It has been reported bilateral total knee arthroplasties performed approximately two years ago. At the one year postop visit, the patient reported moderate pain, stiffness with sitting, and some instability in the right knee. No intervention or treatment has been given, and the patient remains satisfied.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned as it remains implanted. Visual and dimensional evaluations could not be performed. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Office notes (from (B)(6)2018 to (B)(6) 2019) provided per crf report state that patient had pain, limited rom, instability and trouble in activity of daily living and difficulty ambulating. Radiographs were not sent for review due to poor photographic quality. Root cause cannot be determined from the information available.

Event description:
No further event information available at the time of this report.